Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, it is likely that the malfunction occurred due to a defective casing and a gap between the cable unit. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had exhibited water tightness was lost due to poor watertightness of cable unit. There was no patient involvement.